Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: left generalized illness. (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent primary breast augmentation with a 400cc mentor memorygel breast implant on the left side, and with a 425cc mentor memorygel breast implant on the right side and experienced right side breast implant rupture, and capsular contracture; baker grade unknown. Rupture was confirmed via CT scan. It was also reported that the patient experienced generalized illness symptoms including breast lump, muscle pain, losing mobility in the right arm, and breast implant illness postoperatively. As a result, the patient underwent bilateral removal only surgery on (B)(6) 2022. This medwatch report is for the patient¿s left-sided device.